Event description:
Customer reported via phone call that their blood glucose reading was around 470 mg/dl. Advised customer that the blood glucose readings may be high due to insulin being expired or cloudy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.